Event description:
It was reported that the pump battery was depleting too fast. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump screen might have been activated by personal items in their pocket or purse, causing increased battery depletion. Technical support confirmed the issue and decided to replace the pump, ensuring the customer continues to use the current pump until the replacement arrives. The customer was also instructed on how to put the pump into storage mode before returning it and agreed to return the problematic pump within ten days using a prepaid label.